Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd syringe 0.3ml 29ga 1/2in the hub separated from the device. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the shield, the needle with the shied was separated from the barrel.

Event description:
It was reported that prior to use with a bd syringe 0.3ml 29ga 1/2in the hub separated from the device. The following information was provided by the initial reporter, translated from japanese to english: when removing the shield, the needle with the shied was separated from the barrel.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. 3 photos of (2) loose 0.3ml bd insulin syringes were provided. The customer reported when removing the shield, the needle with the shied was separated from the barrel. The photos were reviewed, and it was observed that 1 of the syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 0041290. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) complaints noted that pertained to the complaint. Root cause: cracked and raised hubs; both defects may cause the needle assembly unit to not snap fit onto the barrel. Capa1630423 has been opened to address this issue. H3 other text : see h10.